Event description:
The facility reported an infusion pump with a failure code 570:320:844:0000. The event reported to have occurred during biomed testing. No record of any pt incident involving the pump and no pt injury had been reported.